Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's l1 lead is fractured and the l4 lead had migrated. Surgical intervention was undertaken, and the leads were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.